Manufacturer narrative:
The getinge field service engineer (fse) reported that all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The removed board will be sent for failure investigation. A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Manufacturer narrative:
The national repair center received the exch pcb, power management from the supplier. The supplier verified the failure of the unit not turning on. The supplier replaced components r5, and c10. The board passed testing. Inspection of the board was completed per procedure and to the ipc-a-610 standard with no visual damage observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the national repair center per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and the cardiosave service manual. The national repair center verified the failure of the cardiosave not turning on. The board failed testing. The power management board is being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and replaced the power management board (0670-00-1162) to address the issue. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1 ( (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse had evaluated the unit and replaced the exch pcb, power management, rohs in order to address this given issue. After replacing it, the unit was able to turn on. Than the fse had passed all the functional and safety tests which were being passed in order to meet the factory specifications. The iabp was returned to the customer and cleared for the clinical use. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The national repair center verified the failure of the cardiosave not turning on. The board failed testing. The supplier verified the failure of the unit not turning on.the supplier replaced components r5, and c10. The board passed testing. Inspection of the board was completed per procedure number 0002-07-d014 revision g and to the ipc-a-610 standard revision h with no visual damage observed. The national repair center installed the board into the cardiosave test fixture serial number and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the national repair center per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is the machine turn on due to defective r5 and c10 components.

Event description:
N/a.